Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The reporter stated this started to occur two to three months ago. The reporter confirmed that there was no damage to the keypad, no damage to the pump and the pump was not exposed to water. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. During investigation, there was evidence of contamination found under all key contacts.